Manufacturer narrative:
This report contains supplemental information for mentor asr report number (B)(4). Device evaluation summary: the device contained clear fluid upon receipt and weighed 191.8 grams. White material was observed within the device and no foreign material was observed on the shell surface. Upon initial inspection, the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed a leak at the valve. No other anomalies were observed. Mentor performs 100% inspection and testing of all devices prior to release. The complaint of deflation was confirmed, since the device was found to be leaking. A definitive root cause of the failure could not be determined, and pe was not able to determine when the rent occurred. Potential sources of valve leakage include tissue ingrowth into the valve, valve system damage, contaminants from device handling and water-soluble crystals (residual nacl from fill solution). However, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Reason for device explant and/or reoperation: deflation (B)(4).

Event description:
This report contains supplemental information for mentor asr report number (B)(4). It was reported that a (B)(6)-year-old female patient underwent a breast augmentation procedure with a 300cc mentor smooth round moderate profile saline breast implant that deflated postoperatively. As a result, the patient underwent bilateral removal and replacement with 300cc mentor memorygel devices on (B)(6) 2016.